Event description:
Report from the USA stating the device has hose damage. It is unknown if the device was used in surgery. It is unknown if injuries or medical intervention were reported. It is unknown if there was a delay in surgery. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Manufacturer narrative:
The device was received by (B)(4). The device was evaluated, and during service the device was found with a worn outer hose. If additional information becomes available a supplemental report will be submitted.

Event description:
Report received from the USA stating that service was required for the device. During service hose damage was noted. It is unknown if the device was used in surgery or if injury or medical intervention occurred. There was no additional information provided.